Event description:
The customer reports a falsely decrease hemoglobin result for one patient sample generated on the cell-dyn sapphire analyzer. An initial result of 7.92 mmol/l was generated along with an mchc result of 17.6 mmol/l. The sample was retested on the same analyzer with a hemoglobin result of 8.61 mmol/l along with an mchc result of 19.4 mmol/l. No suspect results were reported from the lab with no impact to patient care.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
The data received from the customer site for this specimen confirmed the issue of imprecise hemoglobin results between two runs. A review of the data indicated that the issue may have been related to a small clot in the hemoglobin stating pathway, which may have cleared between runs. According to the customer, no short sample flag/error code was generated with the results. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The cell-dyn sapphire system operator manual, list number 08h10-01, revision c, contains information to address the current customer issue. Based on the current event details and evaluation, no product malfunction was identified with the cell-dyn sapphire instrument.